Event description:
Surgery is likely but has not taken place.

Event description:
X-rays were received and reviewed by the manufacturer. The generator filter feed-through wires could not be fully assessed due to the orientation of the generator in the image and the contrast. The lead connector pin insertion into the generator connector block could not be fully assessed due to the same reason. The electrodes appeared to be placed in normal arrangement. A lead break was visible between the lead strain-relief bend and the loop, right above the placement of the tie-down. Reporter indicated no patient trauma or device manipulation was noted. Replacement of the vns lead and generator appears likely, but has not occurred to date.

Event description:
Reporter indicated a patient had high lead impedance readings with vns diagnostics testing since at least (B)(6) 2011. X-rays were performed, but no information is known. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that surgery was pending due to the patient's medical condition. Surgery is likely but has not taken place.

Manufacturer narrative:
Report source, corrected data: the initial MDR report inadvertently omitted the 'foreign' designation. Manufacturer reviewed x-rays of implanted device review of x-rays by the manufacturer revealed a gross lead discontinuity.